Manufacturer narrative:
(B) (4).

Event description:
The patient had a heart attack three weeks prior and was shocked which it was felt "blew the battery". Further info is being requested at this time.